Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted, because the lot number was not provided. The patient effect listed is consistent with the product risk profile. And is therefore, expected. Based on the information reviewed, there is no indication, of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Outcomes to adverse event, date of event: estimated date. The device location was not provided. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional patient effects referenced are being filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying unspecified device failure and failure to achieve hemostasis with prostar xl which may have led to manual compression, use of a second device, covered stent placement, fascia suturing, surgical cutdown, perioperative thromboembolism, toe gangrene, minor and major bleeding, re-hospitalization, 30-day mortality and 1-year mortality. Specific patient information is documented as unknown. Details are listed in the attached article, titled "percutaneous closure in transfemoral aortic valve implantation: a single-centre experience".